Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 8233366. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tube was found cracked. The following information was provided by the initial reporter, translated from (B)(6): "when the intravenous indwelling needle is about to be used, it is found that the catheter tube is cracked when the inspection needle is opened. Replace the intravenous indwelling needle immediately."